Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler after completing the patient¿s pd treatment and when the cassette door was opened. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered in the pump module area on the external of the cassette and did come in contact with the cycler. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and not available to be returned for physical evaluation by the manufacturer. The cycler was not returned to the manufacturer following the reported fluid leak.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler after completing the patient¿s pd treatment and when the cassette door was opened. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered in the pump module area on the external of the cassette and did come in contact with the cycler. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and not available to be returned for physical evaluation by the manufacturer. The cycler was not returned to the manufacturer following the reported fluid leak.